Manufacturer narrative:
The biomedical engineer reported that the nibp pump stopped pressurizing during a case and reported an intermittent issue with the nibp not pumping. They replaced the unit with a known working bsm-1733a and connected to patient. Qa inquired whether there was an error message when the nibp had an error message or not, and the biomed does not know if there were any error messages or not. No patient harm reported. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 02/17/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that they do not have the information. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 02/17/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that they do not have the information.

Event description:
The biomedical engineer reported that the nibp pump stopped pressurizing during a case and reported an intermittent issue with the nibp not pumping. They replaced the unit with a known working bsm-1733a and connected to patient. Qa inquired whether there was an error message when the nibp had an error message or not, and the biomed does not know if there were any error messages or not. No patient harm reported.